Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2013-00803. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary tract infection, urinary frequency and hematuria. It was reported that on (B)(6) 2016 the patient underwent first 1st revision surgery for mesh erosion on rectocele side of repair.

Event description:
It has been reported that following insertion the patient experienced urinary tract infection, urinary frequency and hematuria. It was reported that on (B)(6) 2016 the patient underwent first 1st revision surgery for mesh erosion on rectocele side of repair.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2016.

Manufacturer narrative:
Patient codes: (B)(4). Narrative: it was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced urgency, inability to control bladder, and nocturia.